Event description:
It was reported that the patient was revised as the medium hybrid glenoid came dissociated from touch free inserter. It would not snap back on. The plastic connection piece was too loose; it didn't hold implant. The procedure was delayed for one minute while a second glenoid was opened. Doe: (B)(6) 2025. Affected side: left shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: it was reported that the patient was revised as the medium hybrid glenoid came dissociated from touch free inserter. It would not snap back on. Staff had to open a second glenoid. Surgical delay was unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the hybrid glenoid implant was returned disassembled of the inserter tip component. A functional test was performed manually and the assessment revealed that the components were able to assembled correctly and after several shakes, the inserter retained the implant as intended. The condition in which the packaging/product was reported at the hospital upon opening could not be reproduced without the packaging components returned. However, the packaging is designed in a way were the packaging will not seal if the inserter is not fully seated on the glenoid. Therefore, the reported issue could not be replicated. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was not confirmed as the observed condition of the hybrid uniti glenoid m 26.5 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.